Event description:
Rep reported that the patient was not getting relief from the pain pump. After an emergency room visit the patient received medication. Patient symptoms cleared. Since the patients symptoms subsided, the surgeon believed the pump was functioning properly. It is not clear if the device is still implanted.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device may still be implanted.